Manufacturer narrative:
Investigation completed. Evaluation codes added.

Event description:
Allegedly, patient was revised due to component dissociation. Components not revised: advance stemmed medial pivot nonporous femoral size 2 right product ID: kfscnp2r lot ID: 1416609. Advance ii modular titanium tibia base sz 2 std nonporous product ID: kttinp20 lot ID: 1633508. Advance onlay all poly patella 35mm tripeg product ID : kpontp35 lot ID:1683375. Revision njr number: 4440033. Side:r. Primary asa: p2 - mild disease not incapacitating.